Manufacturer narrative:
The enclosure charger was returned for analysis. The charger was analyzed and no failure was found with this part. Unable to confirm reported complaint."software mismatch error and standalone mode." Charger enclosure was tested by using automated test equipment(ate). Test data results confirm the current, voltage and temperature levels were within spec. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a mismatch in software version and firmware was incorrect. The manufacturing representative replaced the charger enclosure and reprogrammed the firmware. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis concomitant medical products: other relevant device(s) are: product ID: bi71000175 , product ID: bi-500-01605 software, version#: 4.1.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site booted the mobile view station (mvs) and it gave an error message stating there was a software version mismatch with the firmware version incorrect. The image acquisition system (ias) also booted into standalone mode and would not clear. They tried rebooting the system twice, but the issue did not resolve. There was no patient present when this issue was identified.